Event description:
It was reported that the patient had avascular necrosis and underwent thr. Two days after this procedure, severe pain occurred and x-rays showed fracture-dislocation of the right hip. Revision of the femoral stem and orif was performed.